Event description:
It was reported that the device was used on the upper portion of stomach. After firing the instrument, the staple line separated. The device was fired again and would not open. Another device was used to remove the stapler from tissue. The case was completed by hand suture, the or time was extended by one hour.